Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be confirmed. Pre-heat test results shows gear 91f, motor 91f and bearing 88f which is within specification. Motor was worn and sounds rough. Bearing was also rough. The motor, cable and mandatory parts have been replaced. The device has been tested successfully according to service repair instructions. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the handpiece overheated uncomfortably during the procedure. There was no patient impact or injury.